Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter-defibrillator exhibited undersensing during a non-sustained vt event. Noise was initially suspected however true cardiac events with undersensing were believed to be the issue. The patient was brought into clinic and programming changes were made. The patient was stable throughout.